Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "fails the test 'load button' . There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to defective flash memory u39/u40.

Event description:
It was reported to philips that the device "fails the test 'load button' . There was no patient involvement.